Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed a premature decline in the battery life of the implantable cardioverter defibrillator (ICD) and there were discrepancies on the longevity calculation of battery life. No programming changes were done. The patient was in stable condition.